Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Returned product. No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimloc screw (lot no: 082215217a) revealed damage to the screw threads. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator. It was reported during the procedure the stimloc screw would not engage into the bone. The tip of the screw looked blunt and flat. No environmental or external factors were thought to have led to this issue. A new 1.6mm screw was used which worked fine. This issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report. No complications were reported or anticipated.